Manufacturer narrative:
Complaint conclusion: as reported, during a percutaneous transluminal angioplasty of the superficial femoral artery, the balloon of a powerflex pro deflated slowly and there were some difficulties retrieving the balloon from the vessel. The target lesion was reportedly calcified and with normal vessel tortuosity and 80% stenosis. No patient injury was reported. The procedure was completed successfully. The device was prepped according to the instructions for use. There were no kinks or other damages noted prior to inserting the product into the patient. There was no resistance/friction while inserting the balloon through the guide catheter. The brand of contrast and contrast to saline ratio was not indicated. The balloon inflated normally but deflated slowly. The balloon did not stick to a stent. The number of inflations prior to deflation difficulty is unknown. The balloon did re-wrap properly. The balloon did not kink while being in use. The product was removed intact. After the balloon was removed from the patient¿s body, damage was observed at the proximal end of the balloon. One non sterile catheter powerflexpro 4mm22cm 80 was received coiled in a plastic bag. The unit was compressed near the proximal seal. A kink was found in the balloon near the proximal seal. The balloon was not previously inflated. An attempt to inflate the balloon was made. Due to the damage, the balloon slowly and partially inflated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon deflation difficulty and withdrawal difficulty could not be confirmed since functional test could not be thoroughly performed due to the damaged condition of the balloon. The reported balloon damage was confirmed. The exact cause of the failures reported and the damage found could not be determined. However, the event description notes that the device was free of damage prior to inserting the balloon catheter into the patient. Procedural factors may have contributed to the damage and kink (noted during analysis) ultimately leading to deflation and withdrawal difficulty. Neither the analysis nor the DHR suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by an affiliate, during a percutaneous transluminal angioplasty of the sfa, after dilatation there were some difficulties retrieving a powerflex balloon from the vessel. It was stuck. No patient consequences reported. The procedure was completed successfully. The device had been prepped per IFU. There were no kinks or other damages noted prior to inserting the product into the patient. There was no resistance/friction while inserting the balloon through the guide catheter. The balloon did inflate normally. The balloon deflated slowly. The balloon did not stick to a stent. It did re-wrap properly. The balloon did not kink while being in use. The product was removed intact. After the balloon was removed from the patient¿s body, damage was observed at the proximal end of the balloon. The lesion was described as calcified and with normal vessel tortuosity. There was approximately 80% stenosis (not cto). Photos are available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.